Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was in a car accident; the vehicle and the customer were caught on fire. It was stated that the customer was pronounced dead at the scene, and the customer's identification was determined with dental records. No further information was provided.